Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump stopped working. Customer's blood glucose value was around unknown. The customer was assisted with troubleshooting. Customer states the display was not blank less than 30 seconds and did not return. Customer states display was blank currently. Customer states they remove the battery and insert battery alarm did not display on the insulin pump screen. Customer states they inserted a new battery and insulin pump suddenly turned on. Customer states the upon checking on alarm history, customer received replace battery alarm more than 2 hours prior to their call. Customer states they was not able to change the battery on time, the insulin pump turned off due to battery being depleted. Customer states they rewound the insulin pump and reconnected to it. The device will not be returned for analysis.